Manufacturer narrative:
Corrected data: h4: mfg. Date = 12/86. Summary of evaluation: this device can not be evaluated as it has not been returned to co but rather has been retained by the patient.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert. The patella polyethylene was found to be broken and disassociated from the metal back.